Manufacturer narrative:
The fi investigation concluded that the electrical open in the speaker created the primary alarm failure (1102 e/c).

Event description:
Customer reported that the unit has an error code message of primary alarm failed at power on self-test. The customer reported there was no patient involvement.